Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the post market survey that was done showed erroneous results. Again, my sincere apologies for the inconvenience this incident may have caused, and please be sure that we are committed to resolving this issue as quickly as possible. Customer inquiry/problem: pms inconsistent results.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: